Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had si joint pain relief immediately following the procedure, but complained of radicular pain two weeks post-op. The surgeon determined that the most cranial implant was impinging on the nerve root. In (B)(6) 2017, the surgeon performed a revision surgery where she removed the implant. The status of the patient following the revision procedure is not known.